Event description:
During an unknown procedure, it was reported the gaskets tore. There was no consequence to the pt. Clinical follow up: 1/27/97 1148 called contact person who transferred the cin to surgical supply coordinator. Message and 800# on pm. 1/29/97 nncl sent.

Manufacturer narrative:
Results of evaluation: conclusion: visual examination confirmed the outer gasket to be cut approx. .19". No conclusion could be reached as to how the gasket was cut.